Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Customer called to say that he was using a soft pick/comfort flex and it broke off between his tooth and gum and a small piece got stuck under his gum.